Manufacturer narrative:
This information is based entirely on journal literature. This event occurred outside the us. All information provided is included in this report. Patient information is limited due to confidentiality concerns. The PMA number for this report listed is part of a combination of pmas considered the "1-card" and consists of (B)(4). Request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. Referenced article: first polish implantations of the smallest minimally invasive implantable loop recorder. Kardiologia polska.2015;73(9):0022-9032. (B)(4).

Event description:
A journal article was reviewed regarding this patient's implantable loop recorder (ilr). The ilr showed "low ventricular sensed amplitude. The ilr was replaced. The patient subsequently had a permanent pacemaker implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Additional information: this information is based entirely on journal literature and the subsequent follow up information obtained. No further information is available at the time of this report. This event occurred outside the us. All information provided is included in this report. Patient information is limited due to confidentiality concerns. Referenced article: first polish implantations of the smallest minimally invasive implantable loop recorder. Kardiologia polska.2015;73(9):0022-9032.

Event description:
Additional information was received through follow up with the author. The serial number of the ilr and the manufacturing site were provided.